Manufacturer narrative:
No device information was available. Reportedly, the patient was implanted outside the us. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2018-00193 & 3008829311-2018-00194. It was reported the patient's drg leads were explanted and replaced due to high impedance. Stimulation therapy coverage was confirmed postoperatively.

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2018-00193 & 3008829311-2018-00194.